Event description:
A (B)(6) male pt contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the red (can h) and white (drvn_gnd) wires were open inside the trunk cable connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.